Manufacturer narrative:
A user facility reported, "we are hearing concerns from our gi endoscopy team that the newly converted deroyal tubing 71c512 is not sealing as well as the cardinal tubing. Specifically, tubing dislodging from our flexible endo scopes during colonoscopy and upper gi procedures." Deroyal industries requested the return of the device but it was unavailable for return. A supplier corrective action request (scar) has been issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information is available.

Event description:
A user facility reported, "we are hearing concerns from our gi endoscopy team that the newly converted deroyal tubing 71c512 is not sealing as well as the cardinal tubing. Specifically, tubing dislodging from our flexible endo scopes during colonoscopy and upper gi procedures."

Manufacturer narrative:
A user facility reported, "we are hearing concerns from our gi endoscopy team that the newly converted deroyal tubing 71c512 is not sealing as well as the cardinal tubing. Specifically, tubing dislodging from our flexible endo scopes during colonoscopy and upper gi procedures." Deroyal industries requested the return of the device but it was unavailable for return. A supplier corrective action request (scar) was sent to the supplier. Deroyal industries was not able to complete an inventory check as no inventory was available on hand from this lot. No failure modes and effects analysis could be reviewed by deroyal as this is a purchased product. Deroyal did review corrective and preventive actions but none were related to this product. Deroyal ran a complaint to sales ratio for this product from january 2023 to january 2025 and found it to be (B)(4). The scar was returned after the supplier completed their investigation. The supplier pulled their existing inventory and randomly sampled 472 eaches of tubing. Four products were found to be too deep. Root cause: the supplier determined the root cause to be a manufacturing/ quality control issue. The assembly staff were found to have improper force control during installation which resulted in an inconsistent depth. Corrective and preventive actions: the supplier took several corrective and preventive actions due to this root cause. The connector limit line was increased from 0.15mm to 0.75mm. The work instruction book was also updated to change the feed and process inspection instructions and add the measurement of the joint stop line and joint depth. This change in the process was then retrained for applicable staff to ensure compliance to the new joint assembly changes. These corrections were then confirmed to be effective through their process qualification showing the new depth of the pipe was effective. Deroyal industries initiated a recall to remove products from the field that were manufactured prior to the corrections made by the supplier/manufacturer. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.